Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, although the cause of the reported issue cannot be conclusively determined, the reported issue was most likely caused by stress being added to the connector toward the loosening direction, the stress accumulated over time, which led to the breakage of the connector. A review of the instructions for use confirmed verbiage that the phenomenon is detectable by conducting the following inspection identified in section '3.3 inspecting the connectors': "check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents"

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the broken grey scope connector. The device passed all the post service inspections. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken grey scope connector on an endoscope reprocessor. There were no leaks associated with this event and no patient injuries or involvement reported. No additional information has been obtained.